Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The evaluation of this photo shows evidence of a side pierced sleeve, which resulted in leakage. A total of 10 retained samples were functionally tested and no leakage was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve function based on the photo provided. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, the rubber at the end of the device did not spring back, exposing the cannula and causing leakage on unspecified number of devices. There was no health impact or consequence reported.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, the rubber at the end of the device did not spring back, exposing the cannula and causing leakage on unspecified number of devices. There was no health impact or consequence reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. E1: initial reporter facility name: (B)(6).